Manufacturer narrative:
Continuation of d10: product ID; 8780, serial# (B)(6), product type catheter product ID: 8785, lot# hg95eyu, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-aug-2027, UDI#: (B)(4); product ID: 8785, serial/lot #: (B)(6), ubd: 22-oct-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl (300 mcg/ml at 75 mcg/day) and bupivacaine (2.5 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that during the implant procedure, the physician had difficulty connecting the spine and pump segments of the catheter. The pump segment kept falling out after the connector ends were pushed together. There were no environmental, external, or patient factors that may have led or contributed to the issue. The physician was instructed to push the catheter all the way onto the pin and attempted a second time using an 8785 connector unsuccessfully. A third attempt was made using the pump segment from a new 8780 catheter kit and that was successful. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
H3: analysis of the 8780 catheter found ¿catheter pin connector-collet prematurely locked in place¿. Analysis of the 8785 anchor connector kit found ¿catheter pin connector-collet prematurely locked in place and collet is not fully locked in place¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.